Event description:
It was reported the patient saw a ¿call your doctor¿ icon with a warning power on reset (por) message and they were unable to adjust stimulation. They recently flew from (B)(6) and when they got back from their trip they noticed the por. They did not turn their device off while traveling and it was questioned if a security checkpoint could cause the por. The manufacturer representative later received a text message from the patient stating ¿the device allowed me to get it going again. Don¿t need to see a rep¿.

Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID 97754, serial# (B)(4), product type: recharger. Product ID 97740, serial# (B)(4), product type: programmer, patient. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).